Event description:
Note: the date of event is unk. It was reported to boston scientific corp in late 2008 that an injection gold probe bipolar catheter was used during a procedure. According to the complainant, during the procedure, the injection gold probe needle would not retract back into the catheter. The procedure was completed with another injection gold probe device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.